Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of shortness of breath, tightness in chest and afib. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Addition information received on 03/16/2022 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of shortness of breath, tightness in chest and afib. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. There was no error code found. The manufacturer service center concludes that unit passed final test. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.